Manufacturer narrative:
Results: visual inspection of the returned lens showed a piece of a haptic plate was torn off and missing. Conclusion: based on the complaint information, work order search and product evaluation, the most probable cause of lens tearing during injection is a user or technical error. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 12.6mm vicm12.6 implantable collamer lens but the lens tore/broke. The lens was removed with no reported patient injury and exchanged for another icl. This resolved the problem.

Manufacturer narrative:
(B)(4) - no known impact or consequence to patient; torn material; break. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).